Event description:
It was reported that during the implant attempt, the helix of the lead would not fixate. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. It was noted that the distal conductor was extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.